Manufacturer narrative:
It was reported that the tip of the delivery system went through the ventricular wall but could not penetrate into the won. The patient got perforated ventricle (which we have fixed endoscopically) and leakage from won. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
On (B)(6), I have tried to drain a peripancreatic fluid accumulation/won transgastric with a 16/20 mm large hot spaxus stent. We had a great position with the eus scope in a slightly bent position and a short distance between the ventricle and the wov in the antrum, i.e. A situation where we expect no difficulties with insertion of lams at all. But when we have started with diathermy to get into the fluid accumulation with stent/delivery system, we got problems. The tip of the delivery system went through the ventricular wall but could not penetrate into the won. In connection with diathermy, it is noted that the effect on erbe has been low throughout. We have started with the erbe setting that we have been recommended (pure cut/high cut with power 5) we have afterwards adjusted the settings on erbe but the result was not good. Everything has ended quite badly, the patient got perforated ventricle (which we have fixed endoscopically) and leakage from won, and we have not been able to find an alternative place for drainage at the same séance. We have saved the hot spaxus that we have used then. Additional information: did fix the leakage and treated by antibiotics. Waiting for healing and a new approach for drainage.